Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. It is unclear whether or not the consumer treated herself based on a blood glucose result because the consumer could not provide any further information leading up to this event. In the emergency room. During the call to customer support, the consumer stated she performed a control solution test prior to calling in to customer support, that result was out of range. While on the line with customer support, another control solution test was performed while troubleshooting showing the test strips to fall in range. The meter and test strips will be returned for evaluation.